Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Event description:
Healthcare professional reported via nbir "suspected/actual rupture/deflation". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Reason for reoperation: "suspected/actual rupture/deflation." No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported via nbir "suspected/actual rupture/deflation". This record is for the left side. Device was explanted and replaced.